Event description:
The patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient stated that she accidently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. The patient has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.